Event description:
On (B)(6) 2012, the pt reported that he thinks his infusion device is delivering more insulin than he is programming. He stated that after dinner on (B)(6) 2012 his blood glucose level was 305 mg/dl and he programmed a bolus of 6.0 units of insulin. His normal range is 100-120 mg/dl. He stated that the insulin cartridge was about 1/4 full at that time. At 3:00 am the pt's wife found him standing in the bathroom and he was "out of it". 911 was called to assist the pt. The pt would not have been able to self-treat. His wife gave him orange juice and cookies before the paramedics arrived. When they arrived his blood glucose level was 40 mg/dl. The paramedics did no treat the pt because he was feeling better and he was not taken to the hospital. In the morning, his blood glucose level was 455 mg/dl. He bolused to correct the elevated level. After a light breakfast he only had enough insulin left to bolus for that meal and then the insulin cartridge would be empty. He said that the paramedics said his infusion device was scrolling through numbers, but he does not know what they meant by that. They took the battery out of the infusion device and replaced it. In the infusion device's history there are two boluses that he does not recall delivering. The 5.5 units of insulin at 11:15pm and 4.5 units of insulin at 11:50 pm. The infusion device, insulin cartridge, infusion set, and adapter were requested to be returned for eval.